Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis; however, the evaluation is still in progress. A follow-up MDR will be submitted once the product has been evaluated or if additional information is received.

Event description:
It was reported that during a da vinci-assisted gastrostomy surgical procedure, the vessel sealer extend instrument had an audible coagulation sound, but the tissue remained unchanged. The user completed the procedure using a different backup vessel sealer extend with no further issue reported. No fragment fell inside the patient. No known impact or patient consequence was reported. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument did not seal successfully because there was no energy. There was no tissue cut that was not fully sealed. There was no bleeding observed.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The vessel sealer extend instrument was analyzed and the complaint was not confirmed by failure analysis. Visual inspection displayed no signs of physical damage. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with a full range of motion in all directions. The jaws opened and closed properly. The instrument cut and sealed without any issues on 2 of 2 attempts. The instrument passed the electric continuity test. Review of the logs was unable to confirm any failures. There was no problem detected. The probable root cause cannot be determined based on the information provided and failure analysis results. No product issue was identified. The reported event was not confirmed as failure analysis found no functional issues. The instrument was visually inspected and evaluated for its mechanical and/or electrical characteristics. The failure analysis investigations and in-house testing of the returned product revealed no issues related to the customer reported event.

Event description:
Refer to h11 for follow-up information.